Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited far r-wave over-sensing and post paced t wave oversensing. No intervention was performed. There were no patient consequences.